Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarms is not able to be confirmed. The iab was leak tested and pump tested, and no leaks or helium loss alarms occurred. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that: "in the resuscitation room, the loss helium alarm rang without any reason. No blood noted in the helium pathway. The medical doctor successfully exchanged the catheter. There was no reported patient injury.